Event description:
It was reported that the ventilator generated a technical error code in the internal memory. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error 10003 and 10001, which indicates that ventilation has stopped and an error has been detected in the internal memory. If a defect related to the technical error 10003 appears during ventilation, ventilation may stop and audiovisual alarms will be generated. The device failed to meet its specifications. There was no patient harm. There have been no adverse event sustained as a result of the issue. Identification of issue has been done by analyzing problem description and service report. Unfortunately, device logs and faulty part have been not available for the further analyze of the issue. The technician checked the unit and found that breathing control printed circuit board needs to be replaced to solve the issue. The root cause to the reported issue has not been determined.